Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vh-3000 c-ring housing was difficult to use/retract. The same unit was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the c-ring and slider were straightened out somewhat and it was very bloody. A functional test was performed on the device. The c-ring was able to be retracted as expected. Based upon this, the reported complaint could not be confirmed. (B)(4).